Event description:
It was reported via a legal notification, that a patient, initial left knee replacement, implanted with an optetrak device, including an insert made of polyethylene, underwent a revision procedure, approximately 4 years I month post the initial procedure. The poly was swapped. The reported event was not related to breakage of a device and did not lead to surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images and x-rays unavailable. As a direct, proximate and legal consequence of the defective nature of the optetrak device as described herein, the plaintiff has suffered and continues to suffer permanent and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries presently undiagnosed, which all require ongoing medical care. As a further direct, proximate and legal consequence of the defective nature of the optetrak device, the plaintiff has sustained and will sustain future damages, including but not limited to cost of medical care; rehabilitation; home health care; loss of earning capacity; mental and emotional distress; loss of consortium and pain and suffering. No device returns anticipated due to this being a legal case. No further information. This is 1 of 2 reports for this event.